Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer (con) regarding a patient who was receiving dilaudid (hydromorphone) (unknown concentration or dose) via implantable infusion pump. It was reported that "since about (B)(6) 2021" the patient's pump has been moving, and when the patient bends over can feel the pump flip. The patient stated that the physician said that the pump is moving out of the pocket and moving sideways. The patient's family/friend, however, denied hearing the physician saying that the pump moved out of the pocket just that it moved a little to the side. Troubleshooting was not required. The issue was not resolved through troubleshooting. It was noted that the physician was aware of the issue. No symptoms/patient complications were reported.